Event description:
It was reported during routine check that cardiosave intra-aortic balloon pump (iabp) unit was turned on again and booted up normally; however, an error message ¿iabp may require maintenance¿ appeared on the monitor. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site address: (B)(6).

Manufacturer narrative:
Updated fields: b4, b5, d8, d9(device available for eval),e1(initial reporter), e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: h6(medical device ¿ problem code). A getinge field service engineer (fse) reported that they attempted restarting the unit multiple times, but the message persisted. The fse states the unit had fault # 79 and fault 80. The fse replaced the executive processor board, the backplane board, and the video generator board as a precaution.

Event description:
It was reported during routine check that the cardiosave intra-aortic balloon pump (iabp) when turned on, to start it up, it started up but it took a long time to spin around, and when it was turned on again, the message "maintenance required" appeared. Tried restarting it several times, but the message "maintenance required" always appeared. There was no patient involved.